Manufacturer narrative:
Correction: section d4: original lot number provided was deemed incorrect. The lot no. 18f128062 is correct. A review of the device history record (DHR) for lot no. 18f128062 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history records and the sterilization documents undergo further review prior to release. Seven (7) sponge samples were received and visually inspected for falling apart. Inspection of the samples concluded two (2) of the sponges to have loose weave (fraying). The reported condition is confirmed. Fraying is a condition whereby the product exhibits excess fibers separating from the product typically around the outer edges or areas where the product has been cut or slit. This is where the gauze tensile strength is weak in that part of the construction of the material. Sampling plans are in place for production at the beginning, middle and ending of the lots. Fraying is one of the checks that is done on every lot. The reported customer complaint is confirmed. The root cause was determined to be material weakened during production process. Employees involved with the process to produce this product have been made aware of the reported event and to be on alert for this type of issue. Examples of this condition were routed to the production floor for review with staff and to reiterate how quality impacts our customers. A remediation team is being put together to review this complaint. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reported pieces of the gauze are falling off.